Manufacturer narrative:
Describe event or problem - corrected information: in the initial report is was stated that the patient was referred for surgery however no referral has occurred to date.

Event description:
It was initially reported that the patient was referred for surgery due to the migration however no referral has occurred to date only a discussion of referral.

Event description:
It was reported that the patient was referred for surgery due to a complaint from the patient that the generator had moved under her arm. No surgical intervention is known to have occurred to date.